Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection one winding former with a needle and one suture in some section were received for analysis. During the visual inspection of the returned sample, the suture began with the degradation process, which likely caused the detached needle and broken suture. The time of exposure of the suture to the environment could not be determined. The foil packet was not returned for evaluation. A photo was provided showing one plastic box with three suture pieces, one labeled winding former with a suture and one needle that pertains to product code vcp345h. Per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an abdominal closure procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Besides, this suture broke as soon as it was pulled. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ips is unavailable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please confirm if the issues of pull off and suture breakage occurred in the same device. Yes. - can you identify the lot number of the product used. Unk. - what is the procedure date? Unk. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.